Event description:
Pt switched follow up physicians. Pt was treated with cipro for a uti in july. Developed redness and scaliness over the pump implant site. Keflex was prescribed for 2 weeks for treatment. 8/11/1999 pt presented at new follow up physician's office for refill. Pump implant site was red with signs of infection. Pt was sent to see her implant surgeon. The pump system was explanted. Frank pus was found in the pump pocket with tracking posterior to the spinal catheter. The wounds were debrided and irrigated. Staph aureus was found on culture. Post operatively the pt became delirious and had a fever of 105. She was treated with IV antibiotics. She recovered and was discharged.